Event description:
After evaluation by our bio-medical staff, it was discovered that there was water intrusion into the pressure tubing from the exhalation cartridge to the pressure transducer on the ventilator causing variations of "set peep" and "measured peep" on the servo-I ventilator.